Manufacturer narrative:
The device was returned to resmed for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported by resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs confirmed the device failure to charge its internal battery. The device evaluation found that the device was detecting the ac power as a dc power source which led to the internal battery to not be charged. The investigation determined that the device failure to recognize the correct power source was due to an isolated component failure within the device main circuit board (pcb). The main pcb was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported by resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.